Manufacturer narrative:
(B)(4).

Event description:
Covidien received info stating that due to a malfunction of an 840 ventilator the pt was placed on a second ventilator. The pt was not harmed or injured as a result of the event. Covidien customer support engineer (cse) verified the malfunction in the memory but the cse was not able to duplicate the problem. The cse inspected the device and replaced the exhalation transducer pcb as precautionary action. The unit passed extended self testing.